Manufacturer narrative:
G4: premarket / 510(k): k111295, k162350 good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 22.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. The balloon was inflated twice, with each inflation performed at 8 atmospheres for 30 seconds, and the rupture occurred during inflation at 12 atmospheres. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.